Event description:
A customer obtained erroneously elevated troponin (accu tni) results, above the ami cut-off, for one patient. Initially two results of 0.55ng/ml were obtained. The original sample was re-tested on a different instrument and an accu tni result was 0.19ng/ml. The erroneous results were not reported out of the lab. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
The specimen was collected in a lithium heparin pst tube and centrifuged for 10 minutes. Qc prior to the erroneous results was within specifications. A system check performed in 2009 passed. Customer did not note any errors posted to the event log. A field service engineer (fse) was dispatched: a) the fse performed a diagnostic testing which failed. B) the fse cleaned the sample pump and the aspirate probes. C) the fse replaced hardware components. D) the fse verified repairs per established procedures and results were within published specifications. Although hardware may have contributed to this event, a definitive root cause has not been determined to date. A malfunction will be assumed for the purpose of this report.